Event description:
Account has had low fliers for calcium and total protein that repeat as normal. The incorrect results have not been used go guide patient therapy. The field service representative was unable to confirm any malfunction of the system.